Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-04194, 04195, 04196. The patient received three leads (two with the same lot number). It was reported the physician determined the patient may have been infected, and removed the scs system. It was reported the cervical incision site was the area at issue. Follow up identified the patient was healing, and the physician was monitoring the patient closely.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.